Manufacturer narrative:
Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (no display/charging status is not available) could not be confirmed; the battery was able to charge during bench testing. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. However, the logs revealed that this battery had some communication anomalies when communicating with the controller, as evidenced by the critical battery alarm observed and the various premature, nonconsecutive battery switches. This observation is not related to the reported event (no display/charging status is not available). An internal investigation was opened to evaluate the communication types of issues as observed in this unit. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that one battery did not have a display and the charging status was not available. The battery was replaced. No patient complications have been reported as a result of this event.